Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
Pre-op diagnosis (revision surgery): right s1 screw deviated procedure: transforaminal lumbar interbody fusion levels involved: l4/5 it was reported that on on an unknown date, post-op, the screw at the right of s1 deviated. Hence, a revision surgery was performed in which the screw(diameter- 6.5 mm) was replaced with screw of diameter 7.5 mm.

Manufacturer narrative:
X-ray review: post-op x-ray images provided for l4-s1 fusion. A pedicle screw appears to transgress the right s1 lateral recess. This is not a migration event, but rather the screw was placed in that trajectory initially. Root cause: surgical technique.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.